Event description:
The following has been reported: (B)(6) reported pump problem alarm, service needed msg on screen. No patient harm but delayed patient care. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av sticky valve). An active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.